Event description:
Philips received a complaint on the v60 ventilator indicating that the blower stalled. The customer requested the blower assembly part information from the remote service engineer (rse), who provided the pricing and part number. This investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.